Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded, and no leaks were present. The rubber fill septum was inspected, and no large puncture marks were found. The data download returned an 0x6a alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion, so the reported event could not be determined. Investigation identified an exposed needle before opening the pod. The needle fully retracted when the device was opened. No scoring marks were present on the device. The needle mechanism assembly was inspected and no abnormalities were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl, while wearing the pod between 36 and 48 hours on the arm. For treatment, a manual injection was administered. The patient did not check their ketones. The pod was reported to be leaking.